Manufacturer narrative:
On 24 april, 1987, dr. Implanted a 25mm aortic st. Jude medical mechanical heart valve (model 25a-101). In 1995, the patient experienced a change in the anticoagulation regime due to a bleeding peptic ulcer. The patient also had history of being classified in nyhc class iii. On 26 nov., 1996, another dr. Explanted this valve due to thrombus which had caused a "frozen leaflet". The patient had been experiencing shortness of breath, and was preoperatively diagnosed with aortic valve insufficiency secondary to questionable aortic valve dysfunction. Intraoperatively, there were no signs of pannus or vegetation; however, a large thrombus was observed, which "froze" the posterior leaflet. The valve was replaced with a 25mm pericardial prosthesis. The patient's postoperative health status was reported as excellent. The second dr. Stated in a letter dated 30 may, 1997, that he thought the thrombus was "related to the cessation of the patient's anticoagulation" during the bleeding peptic ulcer, approx. Eighteen months prior to explantation of this valve. The second dr. Added that he did not believe the thrombosis had anything to do with dysfunction of the valve itself. Info reviewed from the valve's device history record and the additional testing performed through the fer analysis laboratory indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation indicated the left leaflet was immobilized due to thrombus, which was most likely the result of cessation of the patient's anticoagulation regime approximately eighteen months prior to explantation of this valve. The cessation of the anticoagulation was due to a bleeding peptic ulcer. The immobilization of the left leaflet was not due to an intrinsic valve defect.

Event description:
Per baxter experience form, pt was having shortness of breath. Valve was explanted due to thrombus which had caused a "frozen leaflet". Two yrs ago pt experienced a change in anticoagulation regimen due to pud (presumable, peptic ulcer disease).